Manufacturer narrative:
Investigation: the trolley was replaced on warranty. The bolt of the trolley was compormised. The trolley as not returned for investigation. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the eye bolt for the trolley cannot be completely secured and cannot be removed. It spins in place. Addition manufacturer: this occurred out of the box. Not at the hospital.

Event description:
The following was reported to hamilton medical ag: the eye bolt for the trolley cannot be completely secured and cannot be removed. It spins in place. Addition manufacturer: this occurred out of the box. Not at the hospital.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service and was deemed non-reportable. Hamilton medical ag case number is: (B)(4).